Event description:
The customer is complaining that during daily shift checks, the user powers down the device after performing a user test on ac power, pulls the ac cord, presses the on button to power on the device in battery mode, and the device won't boot up properly. The reporter said the device will boot up properly once the ac cord is re-connected to the device. There were no reports of any adverse affects as a result of the device use.